Event description:
Customer reportedly received results of 296 mg/dl on the advantage system and 102 mg/dl on professional's device within 10 minutes. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.